Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Triple lumen vascath catheter was inserted but the guidewire was difficult to remove. The guidewire broke while attempting to remove. The rest of the guidewire came out with removal of vascath. A second vascath catheter was inserted and the same scenario occurred.

Manufacturer narrative:
The device involved in this incident was not returned for evaluation and no photos were provided. The most common causes for guidewire issues during device insertion are related to incorrect operational context. The guidewire may have been damaged through use that stressed the guidewire beyond the design capabilities. The instructions for use include the following information. Do not advance the guidewire or catheter if unusual resistance is encountered. Do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the catheter and guidewire must be removed together. Without an evaluation of the actual device involved a root cause could not be determined.